Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and passed the recognition and the engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. The failure analysis investigations and in-house testing of the returned device revealed no issues related to the customer reported issue

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to starting a da vinci-assisted pulmonary lobectomy surgical procedure, the long bipolar grasper instrument had damaged jaws that did not turn correctly. The instrument was unable to be used. No known impact or patient consequence was reported.